Event description:
Information received indicates the distal tip of the device detached (broke) and fell inside the patient chest cavity during surgery. The detached metal component was intra-operatively retrieved with no patient complication reported. No additional event details were provided.